Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a methanol leak in the pump catch tray of the coulter lh 750 slide stainer. Customer reported that the leak came from the pump 1 area. Customer estimated the volume of the leak to be approximately 3 cups. Customer reported that the tray or reservoir under the pumps was very full. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the tubing from bath pump 1 was cut. The fse replaced the pump head and tubing. The fse verified the repairs were performed per established procedures.